Event description:
It was reported the patient's ipg is at end of life and patient lost therapy. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.